Manufacturer narrative:
Comp (B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
The patient underwent an explant of the rns system w/ duraplasty on (B)(6) 2024. The patient has subgaleal fluid collection and possible infection. The details, as provided by the doctor, patient with subgaleal fluid collection was brought for revision of duraplasty. After opening scalp, bone erosion versus resorption was noted. Under the bone flap there was yellowish white inflammatory tissue suggestive of indolent infection. Swabs were taken, and the rns neurostimulator and bone flap were explanted. No signs of subdural or cerebral infection were noted. Treatment included vancomycin for 14 days, treatment may be modified based on speciation.